Event description:
Pump was reported dropped prior to a malfunction. Blood glucose level stayed below 500 mg/dl, reflecting no adverse impact. Technical support assisted with resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support if any future malfunctions occur.